Manufacturer narrative:
D4 - lot - unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced a ¿line blocked¿ alarm while using cadd cleo infusion sets. The patient attempted to resolve the issue using the same cassette but encountered the alarm again. The issue was ultimately resolved by replacing the cassette, infusion set tubing, and infusion site. The device was operated by the patient, and no harm was reported.